Event description:
It was reported that the st holster is causing multiple green cable error codes. The green cable is possibly damaged. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found a damaged green cable was causing the unit to have l3-017 errors during testing, confirming the customer complaint. To correct the customer complaint the site replaced the green cable. The site also found the bottom frame has broken locking tabs and to correct this the site replaced the bottom frame. A bent cocking lever was found to be causing it to be difficult to put in cock position and the site replaced the firing mechanism to correct the issue. The e-clip was damaged during disassembly and was replaced, and per the service manual, service tests were performed with no functional faults found. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.